Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of a flickering and distorted video display, with no video image displayed when the bending section was angulated. This phenomenon was attributed to a broken charge-coupler device (ccd) cable at the bending section. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, there was a total loss of video image. The procedure was completed with a different, but similar endoscope and video cable. There was no patient injury.